Event description:
During the atrial fibrillation procedure, blood leaked from the hemostatic valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.